Event description:
Subsequent to the initial medwatch submission, user facility mandatory medwatch was received which stated the following: "the transducer malfunctioned and a false pulmonary artery pressure was displayed on the monitor from the transducer (90mm). The physician emergently re-opened the pt's closed chest to resuscitate the pt and found the heart and pressures were normal."

Event description:
Report received of inaccurate pulmonary artery (pa) values. The pt was undergoing mitral valve repair. The monitoring kit zeroed without difficulty during set-up and prior to removal of the cardiopulmonary bypass machine. The pt was reported to be weaned from the bypass machine easily and was doing well. In the following 40 - 60 minutes, the pa value was noted to increase; however, the tee revealed good wall motion and ev/lv function. After the chest was closed and the tee was removed, it was reported that the pa value was slightly higher than expected. During closure of the skin, the pa values continued to rise. Another tee was performed, which did not reveal any significant change. It was reported that due to the elevated pa values, "aggressive chemical therapy" was initiated to reduce the pa value. When the pa systolic value reached 75mmhg, the surgeon reopened the chest and re-heparinized the pt. Prior to re-cannulation of the aorta, the transducer was opened to air and it was noted that a pa value of 50 mmhg was noted. The transducer was re-zeroed. The aorta was not re-cannulated, as it was believed the problem was with the transducer. Approx ten minutes later, the pa value reportedly drifted up by about 7 mmhg. A comparison pressure was taken by using the transducer of the cvp line. It was reported that the value was approx 50 mmhg higher. The transducer was exchanged for another transducer. It is unk of the pt has been discharged from the hosp. There were no reported adverse pt sequelae.